Manufacturer narrative:
(B)(4), exemption number, e2014005. (B)(4) (manufacturer) is submitting the report on behalf of hospira.

Event description:
The event was reported by customer as follow: "pump# insulin/dopa/bobutamine/morphine- need to provide mcg/kg/min in set up-no set rate *rate infuse "2 ml/hr" will give you a large dose. Wt based IV rate program to reiterate the above-rn never enters the rate. After completion of programming the rate will appear in the upper left hand corner as you face the pump screen. Pump treatment information:unk type of drug:unk delay in therapy:yes need for medical intervention:unknown patient involvement: yes death \ serious injury: no human harm: yes"